Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl and a corrective bolus (20 units) was delivered combined with exercised were used to address the bg level. The cause of the high bg was not known. Due to over-correcting for the high bg, the bg dropped to "an urgent low". The customer was to consume food and juice to address the low. Although multiple, attempts were made to follow-up, the customer did not reply to the requests.